Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. The x-rays and medical records were requested. If they become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "instability. (B)(6) was asked to send in medical records and x-rays." The exact implantation date was not provided, however it was indicated that the reported devices were implanted in 1989.